Event description:
It was reported by the getinge field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) had pim leak test fails during a pre-delivery inspection. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. The fse that encountered the issue replaced the pneumatic module assembly (0997-00-1178). Post replacement, the values were within the normal range. All functional and safety tests were performed to meet factory specifications. The failure analysis and testing department received part number 0997 00 1178 pim pneumatic interface module sn (B)(6) with a reported unit failure of leak differential pressure in the range of minus 11 to minus 16 mmhg. The fat department performed a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The failure analysis and testing department installed part number 0997 00 1178 pim pneumatic interface module sn (B)(6) in the cardiosave test fixture serial number (B)(6) and tested it to factory specifications per procedure number 0002 07 d016 revision f and the cardiosave service manual number 0070 00 0639 revision r. All manifold tests were completed and passed, with a leak differential pressure of minus 1 mmhg. During this evaluation, the fat department was unable to reproduce the reported failure. The pim will be retained in the fat department as per procedure 0002 07 d008 revision au. The most probable root cause is component reliability or fatigue.

Event description:
It was reported by the getinge field service engineer (fse) that cardiosave intra-aortic balloon pump (iabp) had pim leak test fails during a pre-delivery inspection , multiple pim tests were performed and the leak diff prs showed a range of -11 to -16. There was no patient involved.